Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011, inratio: 3.0, lab: 2.2. Pt's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, pt's lovenox was discontinued and dose of coumadin was changed form 5.5 to 7.5.

Manufacturer narrative:
Investigation pending.